Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in a coronary artery. A 4.00x16mm promus element¿ drug-eluting stent was advanced to treat the lesion. However, while crossing the lesion, it was observed that the stent was lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: promus element, mr, ous 4.00 x1 6 mm stent delivery system was returned for analysis. A visual examination of the stent found that on distal stent strut row 4, stent struts were lifted and pulled in a distal direction. The undamaged section crimped stent maximum od (outer diameter) measurement was measured and the result was within the maximum crimped stent profile measurement. The tip was visually and microscopically examined and no signs of damage were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no kinks or damage along the hypotube shaft. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues with the extrusion shaft. The bicomponent bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in a coronary artery. A 4.00x16mm promus element ¿ drug-eluting stent was advanced to treat the lesion. However, while crossing the lesion, it was observed that the stent was lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.